Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 43 mg/dl at the time of incident and the current blood glucose of the customer was 236 mg/dl. Customer reported that the clip was broken. Customer stated there was no damage to the connection bridge or pins. Customer reported that there was lost sensor signal alert and cannot find sensor signal alert. The customer was treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.